Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. Additionally, there was no deformation found at the location of the foreign material. Therefore, the root cause for the remaining foreign material could not be established. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif-xz1200 chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif-xz1200 chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.